Event description:
The customer reported that the system displayed poor image quality and had no real time imaging. No pt injury was reported.

Manufacturer narrative:
(B) (4). The ge service rep found broken wires in the interconnect cable. He learned that the system went black using fluoro. The subtraction appeared skewed, but the rep could not duplicate any black image or subtraction issue. The tech possibly hit the mode button and used a roadmap/subtraction instead of normal fluoro. The rep inspected the esd kit and replaced the interconnect. The system is operating as intended.